Event description:
It was reported that the system 6800's c-arm swivel mechanism was loose and could not be secured posing mechanical hazards. There was no adverse pt involvement reported. There was no pt info. Reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge svc rep to evaluate the sys. The service call was postponed/cancelled. The in house bio medical staff addresses the issue. An add'l report will be generated and submitted if further info becomes available.